Event description:
During a remote follow-up, episodes of under-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.